Event description:
The customer reported the ventilator alarmed due to pressure sensor and data acquisition pcba adc reference failures. The customer reported the device was not in use therefore there was no patient involvement or harm. Occurrences of a pressure sensors failure and a data acquisition pcba adc reference failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) reported the unit alarmed when powered on due to a data acquisition failure. Review of the device diagnostic history noted pressure sensor and data acquisition failures as reported. The fse replaced the data acquisition pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).